Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump settings had been programmed incorrectly into the pump. Customer's blood glucose was approximately 300 mg/dl and a bolus was delivered to address bg. Tandem technical support assisted customer with reprogramming the settings.